Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with insulin - no adjustments. The inaccurate high issue began the day before. On that day, the patient reported blood glucose results of "292 mg/dl" with a lifescan meter and "227 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. Reportedly, the patient developed symptoms described as "disorientated, vomiting, dehydration" before obtaining the alleged high issue began. At 1 pm, the patient reportedly managed his diabetes with more food/drink. It is not known if the food/drink self-care was water or food and drink filled with glucose contents. At 2:30 pm, the patient reportedly received IV glucose treatment at the emergency room. It is not clear why the patient received treatment that is suggestive for severe hypoglycemia at the time of concern. During troubleshooting, the customer care advocate noted that the test results were from an approve sample site. This complaint is being reported because the patient claimed he received medical intervention that is suggestive for hypoglycemia after the inaccurate high issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.